Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp.zo.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). This appears to be a "malfunction" type of event (h1) not because there was an actual technical malfunction of the device (we found no evidence of it), but since the information received could be interpreted as the device not having performed as intended. Arjohuntleigh has performed an in depth investigation into this event and was able to conclude following: the device involved in this incident is enterprise 9000, model number: 9600bn82a11bu6, serial number (B)(6) manufactured on 2008-04-08. The device history record has been reviewed; no anomalies were recorded at the time of manufacture.one of the requirements of the work instructions and quality procedures for the devices is the 100% functionality test of the electrical functions before they are cleared for dispatch. The device has been delivered to the end customer with user manual (#746-505_1 am) that includes all safety warnings, notes and precautions necessary for safe device usage. When reviewing similar reportable events for enterprise 9000 registered within the last 5 years we have been able to find two additional complaints in which an allegation was raised that patient fall was related to not sounding or not working varizone movement detection feature. There is no trend observed for this failure mode. The design of the enterprise 9000 bed is that there are two split safety sides on each side of the bed that provide a barrier from the top of the head section to approximately below the knee, leaving a gap at the foot end of the bed which allows the patient to exit the bed when needed. In accordance to the product instruction for use (#746-505_1 am) which was supplied with the device involved the safety side rails are not intended to restrain patients who make a deliberate attempt to exit the bed. Additionally to reduce the risk of injury due to falls, the bed should be left at minimum height when the patient is unattended. The decision to use or not use side rails must be made by the clinician(s) overseeing the care of the individual patient, and within the framework of the individual patient assessment in ensuring a safe bed environment. Unfortunately, in this particular complaint we have not been able to confirm whether the safety sides were raised or not. One of the features of the device involved in the event is a varizone movement detection system which can be set to alarm for undesired an movement of the patient. The sensitivity of the movement detection, relative to the center of the mattress platform, can be varied incrementally. If the threshold of movement detection is triggered, an alarm will sound and the threshold indicator on the control panel will flash. The device involved in the incident has been tested by arjohuntleigh representative and no failure within the bed could be found. Therefore the actual feature malfunction has been ruled out. Based on the information provided by the customer the alarm was set but did not sound as they have not specified at one level. In summary, the device was being used, when the event occurred, for the patient treatment, the device contributed to the event since the patient fell down from the device. As a result of the fall patient sustained a minor injury nevertheless it was decided to report this complaint based on the potential related with patient fall should it was to reoccur. Performed evaluation allowed us to ruled out the actual device malfunction and it has been confirmed that the issue most likely appear as the varizone feature was not set accordingly to the instruction for use. We point out that despite of the reported allegation, the varizone alarm would not prevent the patient from falling from the bed. Given the circumstances and the number of similar events, this incident appears to be a limited issue. We shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp.zo.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the investigation.

Event description:
Initially, we have been informed that patient fell off the enterprise bed. According to the nurse the bed exit alarm was set but did not sound as they have not specified at one level. As a result of the fall, patient developed a laceration on the eyebrow.